Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain or irritation at the pocket site was not duplicated or confirmed. Device exhibited normal device characteristics. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. Lead exhibited normal device characteristics.

Event description:
A report was received that the patient always had pain at the pocket site whether the stimulation is on or off. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted lead was not returned to bsn.

Event description:
A report was received that the patient always had pain at the pocket site whether the stimulation is on or off. The patient underwent an explant procedure. No device malfunction was suspected.